Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ventilator with turbine manifold assembly is intermittently having problem about sync error1. This is a turbine issue. Furthermore, the customer confirmed that the event occurred in the field and there was no information regarding patient involvement.